Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
A 73-year-old male presented with acute myocardial infarction. He received support by a va-ECMO and an impella cp cardiac pump. During the procedure, the impella cp pump was replaced for another impella cp. After the pump exchange, the patient suffered from severe access site bleeding. Several interventions have been required to stop the bleeding: additional stitches, multiple new pressure bandages, blood products (unknown number) and correction of the anticoagulation. Finally, the impella cp pump has been removed. At this point, the patient did not require unloading any longer, so no new impella device has been inserted.